Event description:
A (B)(6) male pt called zoll customer support to report that his battery packs would not hold a charge. The pt was issued two replacement battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't hold charge) was confirmed. Upon investigation battery was unable to recharge or power up a monitor. The battery voltage was 2.08v. The root cause for the failure could not be positively identified but was likely excessive discharge of the battery cells. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't hold charge) was confirmed. Upon investigation battery was unable to recharge or power up a monitor. The battery voltage was 2.08v. The root cause for the failure could not be positively identified but was likely excessive discharge of the battery cells. No adverse event resulted from the defective battery packs. The pt received replacement battery packs. Device manufacture date: battery pack sn (B)(4) manufactured 09/2010. Battery pack sn (B)(4) manufactured 05/2011.